Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One sample was returned for investigation. A visual examination of the returned unit showed the shape of the tube had been altered using a stylet wire. The stylet was removed and both cuffs of the tube were inflated and deflated without any issue. The reported defect could not be detected on the returned sample. (B)(4).

Event description:
A report was received that stated, prior to patient use, a endobronchial tube was tested and an incomplete deflation of the white cuff was noticed. There was no patient involvement.